Event description:
The patient received an scs system including a ipg on (B)(6) 2010. It was reported that the patient occasionally experiences an unpleasant sensation in her genital area. The patient reportedly discontinued use of her scs therapy for several days which allegedly improved the issue. The patient is working closely with the physician to determine the next course of action in this matter.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.